Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following a1 patient identifiers for the following systems: (B)(4).

Event description:
Customer reportedly received the following results on his aviva meter, compared to his neighbor's meter, within 10 minutes: 90 mg/dl (aviva) and 250 mg/dl (neighbor's aviva meter). Customer stated that he used his neighbor's test strips and meter when he tested to compare his meter. The test strips that his neighbor had were in a different bottle from what he had used when testing with his meter. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.